Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported top of the reservoir compartment was cracked and the pump was not turning on anymore. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for cosmetic damage and found retainer ring damage and reservoir was unable to lock into place. Troubleshooting was performed for display issues. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump received with broken retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to broken retainer ring. Proceed it by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. Proceeded with the following testing to assure proper functionality of the unit. Unit passed sleep current measurement, active current measurement and self test. No blank display noted during testing. Unit functioning properly. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No abnormal behavior during download history review. Proceed it by cutting unit open and perform a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly. However, moisture damage was noted on electronic assemblies during visual inspection. Unit was also received with battery tube threads - cracked, cracked case (battery tube), scratched case, cracked case on battery side, stained keypad overlay, missing display window/cover, cracked keypad overlay at select button and partially broken retainer. In conclusion, customer concern was not confirmed during testing. Unit powered up properly after battery installation and was tested successfully. However, moisture damage was noted on electronic assembly. Customers allegations of cosmetic damages were confirmed when unit was received with partially broken retainer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.